Event description:
It was reported that a zero tip basket was used during a ureteroscopy procedure. During the procedure, the physician was pulling out the stone; however, the pull wire broke. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block b3: date of event was approximated to 04/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of pullwire break.